Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes europe. Report received indicates the investigation of the alleged screwdriver has shown that the tips are completely broken. Unfortunately we are not able to comprehend exactly afterwards the exact reason for the problem that occurred. The complaint condition is likely the result of high mechanical overload during application was leading to the damage. The review of materials and manufacturing documents revealed no deviation from the specifications. The fracture surfaces are homogeneous, which also includes an impeccable material quality. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tip of the screwdriver is broken. This is 2 of 2 reports for (B)(4).